Manufacturer narrative:
H6: evaluation codes update. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem could not be duplicated. The complaint is not confirmed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when trying to flush saline the water didn¿t flow. A new saline unit was used, but the same problem occurred. After attaching another new unit, the saline flowed without any issues. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient harm or adverse events reported as a result of the event.